Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 due to diabetic ketoacidosis. Customer could not provide any further information on the reported issue.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.